Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred on an unspecified day after the sensor was inserted. On (B)(6) 2024, the patient was in a dollar general store when she collapsed due to extreme weakness. Someone at the store called 911 and when emergency medical service (ems) arrived, the patients continuous glucose monitor (cgm) was reading 40 mgdl however, it was reported there was no sound coming from the patient¿s dexcom receiver alerting the patient of her hypoglycemic state. No blood glucose (bg) comparison value was reported. The patient was treated with a ¿jelly food¿ and mountain dew soda. No medication was provided to the patient by ems. The patient was ¿feeling ok¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.